Event description:
It was reported that when the adapter was connected, the prongs started to smoke and the transmitter -melted- and would not power up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.